Event description:
It was reported that the sterilization temperatures listed in the instructions for use were incorrect.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sterilization temperatures listed in the instructions for use were incorrect.

Manufacturer narrative:
The product was not physically returned for investigation. However, the reported failure mode was confirmed. The instructions for use error could be noted on the current labels. In sum, the product was not returned for investigation but the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence (reference product field action 2936485-03/31/2013-001c).